Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not use the correct sized syringe to fill cartridge. Tandem technical support educated the customer on the proper load sequence steps. Customer reverted to an alternate tandem insulin pump for insulin therapy. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.